Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pregnancy and cesarean section in 2011 and surgery (breast augmentation; cesarean section; x 3; hysteroscopy, tubal occlusion (B)(6) 2013 essure; anniculectomy), allergy (latex: rash/itching), back pain, multiparous and menorrhagia. Race - african american. The patient had a family history of diabetes, breast cancer, dysmenorrhea, pelvic pain female and peritoneal adhesions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1807 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.445 kg/sqm. [Pathology test] on (B)(6) 2017: surgical pathology report: specimen(s): a. Fallopian tube for sterilization, bilateral, and coils; b. Endometrial curettings diagnosis: a. Bilateral fallopian tubes: benign bilateral fallopian tubes with wire coils and one side showing hydatid cyst of mogagni. B. Endometrial curettings: benign late secretory phase endometrium, some benign endocervix and squamous mucosa admixed. Gross description: a. In fixative with the patient's name designated as bilateral fallopian tubes and coils in the same container are 2 grossly normal appearing fallopian tubes with coils each measuring 7 cm in length and 0.7 cm in diameter with attached fimbria one tube has a pedunculated cyst with clear fluid measuring 1 cm in 1 the tube with the cyst is inked black and representative section of each in one b. An fixative with patient's name labeled as endometrial curettings on tesla pad is a pink mucoid aggregate 1.5 x 1.5 cm all in one nk. [Ultrasound scan] on (B)(6) 2017: 30yr presents for surgical consultation and review of us results. Had essure placed in 2013 and she would like the coils removed. Patient admits to pelvic pain that comes and goes since she had it placed. Also c/o heavier and more painful menses. Patient is also having bleeding after intercourse. Last one normal this year. Preliminary us reviewed and uterus is wnl without mass adnexa without mass. Endometrium is normal in thickness. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1785 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1785 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.